Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s dexcom g7 sensor failed overnight, causing the ilet to enter bg run mode. The user¿s mother asked how often blood glucose (bg) entries should be made, as they had been entering readings hourly. The agent explained that protocol requires entries every four hours, but more frequent entries are acceptable. The agent advised entering fingerstick values before meals and two hours post-meal. The user¿s fingerstick was 210 mg/dl at the time of the call, following an overnight high of up to 304 mg/dl lasting approximately 8 hours. The agent advised the user to continue entering fingerstick values and allow the ilet to bring bg back into range, and to reach out to dexcom for replacement sensors and to their hcp for medical guidance. No symptoms, external assistance, or medical intervention occurred.